Event description:
Customer reported an erroneous low lactate (lact) test result was obtained for one patient sample when using the unicel dxc 600 synchron system. The event occurred on the night shift of 01/11/2012. The customer reran the patient sample on another analyzer and obtained a higher lact result. The erroneous low test results were not reported out of the laboratory. Quality control for lactate performed before the erroneous result was within range. Quality control performed after the erroneous result was associated with an instrument error message: cc (cartridge chemistry) sample cuvette no fluid detected. There were no reports of death, serious injury or affect to patient treatment associated with this event.

Manufacturer narrative:
Customer identified a loose reagent syringe. The customer tightened the reagent syringe and ran quality control for lactate. Quality control was within acceptable ranges. A beckman coulter field service engineer evaluated the analyzer and replaced the t-valve that connected to the loose reagent syringe. As of (B)(4) 2012, there have been no further calls for this issue. This is one of two events reported by this customer. The related MDR is 2050012-2012-00334.